Manufacturer narrative:
The customer¿s report of a leak at filter was confirmed based on the customer provided photo. The photo shows a filter (adult) filled with light pink tinted fluid held above a gauze in which the gauze had the same colored fluid residue around the areas of the filter's two vents. The reported used filter extension set sample model 10013902 lot reported as 18095456 was not received. Instead, received was an unopened filter extension set model 10013902 lot 18095456. No obvious issues or damages were observed with the received sample. The set was attempted to be primed using a blue dyed fluid filled lab syringe. The fluid was observed to flow through and exit as expected. The vents of the filter component were observed to not be wetted/compromised as expected during this process. No obvious issues were observed. Further testing was performed. A primed lab primary set (attached to a fluid filled lab infusion bag) was attached to the set, a lab gauge needle was attached to the male luer end of the set, and the primary set was loaded into a lab pump module. An infusion was programmed to run at the reported rate of 22ml for approximately 24 hours. The infusion completed as expected with no leaks, alarms, or any issues observed. The set was also pressure tested while submerged underwater. The pressure was gradually increased up to 30psi. No unexpected leaks or any issues were observed. The root cause of the leak was not identified.

Event description:
It was reported that the patient received 4 days of epoch continuous infusion. When the patient returned to the facility to switch out the epoch bag, the nurse noticed the chemo drug leaked onto the gauze that was wrapped around the filter. The epoch volume was 528ml over 24 hours at 22ml/hr rate. The chemo bag was changed daily with new tubing and a new filter each day. The primary tubing set used was a nonbd set. There was no visible leakage during the preparation process. The finished product looked normal without any visible leakage on the tubing nor on the filter. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the patient received 4 days of epoch continuous infusion. When the patient returned to the facility to switch out the epoch bag, the nurse noticed the chemo drug leaked onto the gauze that was wrapped around the filter. The epoch volume was 528ml over 24 hours at 22ml/hr rate. The chemo bag was changed daily with new tubing and a new filter each day. The primary tubing set used was a nonbd set. There was no visible leakage during the preparation process. The finished product looked normal without any visible leakage on the tubing nor on the filter. There was no harm.